Event description:
It was reported a patient experienced a disconnection of the transfer set and titanium adapter, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. Hospitalization was not required. The patient was treated with an intraperitoneal (ip) injection of vancomycin, 1gm, an injection of fortum 1 gm, and a stat ip injection of reflin 1 gm (frequencies were not reported). On an unknown date, the patient recovered from peritonitis. On an unknown date, the patient died. The cause of death was a heart attack. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).